Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or subvalvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9 to 1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. The cause for the thrombosis and increased gradient could not be determined. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Four days post implant of a 23mm sapien 3 ultra valve in the aortic position, the patient presented to the ER with shortness of breath. Tte showed a mean gradient of 32mmhg. Review of the tee was performed by an edwards physician proctor. Per the review, there appeared to be some leaflet thickening as well as a fibrinous strand on the thv leaflet. At this point, the differential diagnosis would be endocarditis or thrombus. Review of the 3mensio was performed by an edwards physician proctor. Per the review, halt/thrombosis of the rcc in the valve was thought to be observed. Anticoagulation for 6 months if possible was strongly recommended. The anatomy was very small with stj and ascending aorta 1 cm above stj that doesnt reach 30 mmhg so a pressure gradient playing a role in the number that the new echocardiographer has found. Shortness of breath alone with a mean gradient of 32mmhg is unusual and could be related to other pathology or therapy treatment that we are not aware of. The patients annulus measured 412mm2 with lvot 423mm2. The patient was started on anticoagulation treatment. A 4d tee will be performed. At last report, the patient was reportedly doing much better and was discharged home.

Manufacturer narrative:
The investigation is ongoing.